Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8116500, model: sc-8116-50, serial: (B)(6), batch: 127530, UDI: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient spinal cord stimulation (scs) was no longer working as intended. The patient underwent a spinal cord stimulation (scs) replacement procedure. During the procedure, found out lead to be damaged.